Event description:
Plastic piece of disposable acmi tripolar forceps detached form forceps and fell into pt.s abdomen. Physician and staff observed this occurrence and surgeon retrieved plastic piece form pt.s abdomen.

Manufacturer narrative:
Product not returned to acmi for evaluation. Root cause cannot be determined. A final report will be filed upon conclusion of investigation.